Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is included in the ellipse rf telemetry advisory notice initiated by abbott on 22 january 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was unable to pair up with a radio frequency device. No intervention was performed and the device remained implanted. The patient was discharged.

Manufacturer narrative:
Should have included advisory statement with upgrade recommendation. (B)(4).

Event description:
Information received notes that during remote follow-up, radiofrequency (rf) telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
"Product problem" should of been selected in the initial report. "Adverse event" was selected by mistake in the initial report.